Manufacturer narrative:
The lot number for two of the four malfunctions were provided, therefore a lot history review was performed. None of the four devices have been returned to bd for evaluation, but four medical records were returned for review. Three investigations confirmed for perforation. The fourth investigation confirmed for perforation and unconfirmed for tilt. A definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model ec500j vena cava filter allegedly experienced a perforation. This information was received from various sources. The four malfunctions involved a patient with no consequences. Patient ages were provided for three patients, ranging from 58 to 65 years old. One patient is female and the other three are male. Patients weights were not provided.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model ec500j vena cava filter allegedly experienced perforation. This information was received from various sources. All the three malfunctions were involved patients with no consequences. Of the three reported male patients, only two patients ages were ranged from 61 to 65 years old and the remaining patient age was not provided. Patients weights were not provided.

Manufacturer narrative:
H10: of the four reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury and was reported under emdr 2020394-2022-90009. The lot number was provided for one of the three malfunctions, therefore a lot history review was performed. The devices were not returned for evaluation; however, medical records were provided and reviewed for three malfunctions of which two included images. Two malfunctions were confirmed for perforation. The remaining one malfunction is confirmed for the alleged perforation but unconfirmed for the filter tilt. A definitive root cause is unknown. The devices are labeled for single use. H10: g3 h11: b5,g1 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.